Manufacturer narrative:
Information from MDR: 3007566237-2018-00336 apply to this event. All further information received will be sent through this MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2017 the patient bent over and lifted theirhusband and ¿they pulled their anchor back,¿ but the leads didn¿t move. It was reported that the patient had developed a new pain this week. They stated that they were getting a sharp pain right where the leads were on different electrodes. All impedances were under 1000 ohms. It was reported that the patient¿s change in therapy was considered to be a sudden change in therapy/symptoms. It was reported that the event occurred this week (B)(6) 2018. It was indicated that the call was dropped before the patient, physician and device information could be obtained. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 97792, lot# n565909 , implanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2017, the patient had bent over to pick up their dog, and when doing so they lost stimulation coverage. It was noted that prior to bending over the patient was getting 100% pain coverage. The patient has also developed a new pain pattern that is different from their original pain. An x-ray was performed on (B)(6) 2018, which showed no indications the lead had moved but the anchor had moved back. The patient's doctor wants to perform surgery to reposition it but the patient is unable to have the surgery due to a family issue. Reprogramming was performed using contacts 1/2 and 8/9 but the patient was getting sharp pain at the center of their spine when the voltage was set at 2.3 volts. High density (hd) settings were set using the 11/12 contact but the patient still felt the sharp pain even though they were not using any of the top two electrodes. When they came down on the lead electrodes the sharp pain had gone away. Electrode impedances were tested and tested normal (700-900 ohms). The rep stated they may see the patient again on (B)(6) 2018 or sometime during the following week. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was confirmed/clarified that the patient was always feeling stimulation and had 100% pain relief prior to the anchor moving. After the anchor moved, they were not always getting good coverage; they had a decrease in stimulation coverage and pain relief. They reported they had seen the patient on (B)(6) 2018 at the doctor's office for a follow up appointment and reprogramming. The rep was made aware of the new right side sciatic nerve pain pattern and that the patient was not getting great relief with their current program at that time. An x-ray was performed, which indicated the leads had not moved but the anchor did. Impedances were checked with the patient in different positions such as bending and moving to determine if fractures had occurred. The impedances remained within normal limits; there were no signs of lead fractures. The new pain pattern had just came on and had not been due to anything. Reprogramming was performed on (B)(6) 2018 and additional reprogramming was set on (B)(6) 2018, which helped relieve the right side sciatic pain as well as the patient's existing pain in the bilateral lower back and legs; the patient was happy with the new programming when they left that day. There are no plans for a revision surgery to correct the anchor at this time due to the patient's need to care for their family member; for now the patient would like to keep the stimulator as is and the lead and anchor will be closely monitored. After their family member's problems resolve, then the patient and doctor will discuss surgical intervention. No further complications were reported or anticipated.